Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The initial complaint was reviewed and found not reportable. Identified as duplicate ip reported and investigated under (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated ed: it was reported that during an unknown procedure on (B)(6) 2019, the ratcheting screwdriver handles was noticed to have a missing screw. It is unknown if there was a surgical delay. There were no patient and surgical involvement reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: event description updated. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device history lot: part number: 311.023. Lot number: t143121. Manufacturing site: tuttlingen. Release to warehouse date: dec 22, 2016. A review of the device history records was performed for the finished device lot number, and no non-conformance were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2019, the ratcheting screwdriver handles was noticed to have a missing screw. It is unknown if there was a surgical delay. Patient status and surgical outcome are unknown. This report is for one (1) ratcheting screwdriver handle this is report 2 of 2 for (B)(4).